Event description:
It was reported that during laparoscopy surgery, the screen went blank with each pulse for 2-3 seconds. It is unknown whether there was a back up available or delay in the case.

Event description:
It was reported that during a laparoscopy surgery, the screen went blank with each pulse for 2-3 seconds. The procedure was completed with a competitor device (stryker and storz) and no delay or patient injuries were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.